Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was 127 mg/dl at the time of incident. Customer stated the size of air bubble was large. Troubleshooting did not resolve the issue. Product will not be returned for analysis.